Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and educated the customer with alarm dynamics of swapping to the internal battery. The customer stated that the issue was most likely due to a user error when the patient allowed the device to deplete completely. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device performed a safety reset. There was no patient injury reported as a result of this incident.